Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix endovascular aneurysm sealing system. Immediately post initial procedure, the patient presented with a type iii endoleak and iliac kinking per CT completed at demission from hospital. The physician elected to treat the patient by implanting an iliac limb device on (B)(6) 2018. The patient tolerated the procedure well.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made with no response received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information received confirming that there was scaffolding of the proximal extension (type iiib endoleak).